Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? = no, photo is not available. What was the procedure date? = (B)(6) 2022. What date /day post op was the reaction noted? = (B)(6) 2022, 1 day post-op, the reaction was noted was any prescription strength medication prescribed? Please specify? She was prescribed prednisone. And many more by the allergist at (B)(6), the allergist at the (B)(6) hospital and dermatologist. Was the topical steroid prescription strength? = high dose due to the level of the reaction was any surgical intervention performed? = no. Were any cultures taken? Results? = no. Please describe how was the adhesive was applied. = prineo was applied like it was supposed to. Lay mesh on incision, then put 1 layer of glue. What prep was used prior to, during or after adhesive use? = chlorhexidine was a dressing placed over the incision? If so, what type of cover dressing used? = no, no dressing was placed over the prineo. It was left alone. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? = patient was not allergic to anything prior to c-section. Is the patient hypersensitive to pressure sensitive adhesives? = patient was not allergic to anything prior to c-section. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? = patient was asked prior to c-section if she was allergic to the aforementioned substances, and she responded saying no. Patient demographics: initials / ID, gender, age or date of birth; bmi = female, non-high bmi, in her late 20s. Patient pre-existing medical conditions (ie. Allergies, history of reactions) = none. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? = unknown was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? = no dermabond was used on patient prior to this event. Unknown for skin adhesives. Product lot of product used? = unknown current patient status. = patient is doing well. It took about a month to resolve. What is the physician¿s opinion as to the etiology of or contributing factors to this event? = everyone is stumped about this event. Patient had life saving surgeries in the past and had no history of reactions to anything. In her previous surgeries, they could have used pressure sensitive dressings, or the same prep (chlorhexidine) but she never reacted until her c-section. After seeing the allergists and dermatologists, the diagnosis was that the patient had suffered a drug-related rash and a tape rash. She had developed a reaction to the chlorhexidine that was used to prep her back for the spinal block (big back rash) as well as a reaction to the dermabond prineo that was on her incision site. Thus, there was a big rash on her back where the prep was done and a rash at the incision site which started to spread up her abdomen and went up to her face. It took about a month to resolve. She was given steroids and was tested for allergies and blood tests were also done. Nothing could really explain what exactly triggered this event. Patient has been sent to get re-tested for allergies. Is product available to return for analysis. = no, it was discarded when it was removed the next day. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Corrected data: b3 product complaint # (B)(4). Additional information: b7 additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? = no, photo is not available. What was the procedure date? = (B)(6) 2022 what date /day post op was the reaction noted? = (B)(6) 2022, 1 day post-op, the reaction was noted was any prescription strength medication prescribed? Please specify? = she was prescribed prednisone. And many more by the allergist at st. Mary's, the allergist at the (B)(6) general hospital and dermatologist. Was the topical steroid prescription strength? = high dose due to the level of the reaction was any surgical intervention performed? = no. Were any cultures taken? Results? = no. Please describe how was the adhesive was applied. = prineo was applied like it was supposed to. Lay mesh on incision, then put 1 layer of glue. What prep was used prior to, during or after adhesive use? = chlorhexidine was a dressing placed over the incision? If so, what type of cover dressing used? = no, no dressing was placed over the prineo. It was left alone. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? = patient was not allergic to anything prior to c-section. Is the patient hypersensitive to pressure sensitive adhesives? = patient was not allergic to anything prior to c-section. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? = patient was asked prior to c-section if she was allergic to the aforementioned substances, and she responded saying no. Patient demographics: initials / ID, gender, age or date of birth; bmi = female, non-high bmi, in her late 20s. Patient pre-existing medical conditions (ie. Allergies, history of reactions) = none. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? = unknown was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? = no dermabond was used on patient prior to this event. Unknown for skin adhesives. Product lot of product used? = unknown current patient status. = patient is doing well. It took about a month to resolve. What is the physician¿s opinion as to the etiology of or contributing factors to this event? = everyone is stumped about this event. Patient had life saving surgeries in the past and had no history of reactions to anything. In her previous surgeries, they could have used pressure sensitive dressings, or the same prep (chlorhexidine) but she never reacted until her c-section. After seeing the allergists and dermatologists, the diagnosis was that the patient had suffered a drug-related rash and a tape rash. She had developed a reaction to the chlorhexidine that was used to prep her back for the spinal block (big back rash) as well as a reaction to the dermabond prineo that was on her incision site. Thus, there was a big rash on her back where the prep was done and a rash at the incision site which started to spread up her abdomen and went up to her face. It took about a month to resolve. She was given steroids and was tested for allergies and blood tests were also done. Nothing could really explain what exactly triggered this event. Patient has been sent to get re-tested for allergies. Is product available to return for analysis. = no, it was discarded when it was removed the next day. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a c-section on an unknown date in 2023 and topical skin adhesive was used. After the surgery, patient had a really bad allergic reaction that spread all the way to her face. The skin was pink/red and raised where the dressing was placed and there were bumps/papules spreading and going up her abdomen. Doctor said that it took some intense intervention to resolve. Patient has been sent to get allergy testing done. Doctor thinks it might have to do with the chlorhexidine that was used in the surgery, it might have been trapped underneath the adhesive. Steroids were used to resolve the allergic reaction. Additional information has been requested.

Manufacturer narrative:
Product complaint#: (B)(4). H6 component code: g07002 ¿ device not returned. Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes. Did the patient require revision surgery or hardware removal? Unknown. If no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Steroids were used to resolve the allergic reaction. Patient status/ outcome / consequences? Yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Allergic reaction. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. Device property of? None. Device in possession of? None. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? What was the procedure date? What date /day post op was the reaction noted? Was any prescription strength medication prescribed? Please specify? Was the topical steroid prescription strength? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.